Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked. Investigation also revealed that the display was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: visual inspection revealed that the battery compartment was cracked on the threads above the bumper pad and below the bumper pad. The returned battery cap was used to complete all testing. During testing, the display was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the internal clock battery was corroded. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).